Manufacturer narrative:
Updated d4 - model # from pt-000438 to pt-001443. Updated d4 - lot # from unavailable to ph1k04302451. Updated d4 - catalog # from pod-ble-h1-529 to pod-omni-i1-6220. Updated d4 - expiration date from unavailable to 10/30/2025. Updated d4 - primary UDI number from (B)(4) to (B)(4). Updated h4 - device mfg date from unavailable to 4/30/2024.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported the patient's blood glucose level (bg) rose to above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was placed.